Event description:
During the removal of a percutaneous endoscopic gastrostomy feeding tube, the distal tip tore and remained in the pt's stomach. The physician placed a peg button at that time. The pt later developed an infection at the site and the pt was admitted to the hosp. Two weeks later, a gastroscopy was performed to remove the distal tip. The pt is in satisfactory condition.